Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a hole in the pump. The patient was unable to pump up the device. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient fully recovered,